Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the usb cable is cut in multiple places, exposing the shielded wire. This is due to use of the device. H3 other text : evaluation findings are in section h11.

Event description:
It was found during evaluation at bd service facility: the usb cable is cut in multiple places, exposing the shielded wire. This is due to use of the device.